Manufacturer narrative:
The customer¿s report of the rn found IV tubing broken in two pieces (determined to be separated tubing from distal smartsite) with potassium infusing onto the floor was confirmed. Visual inspection noted that the set was separated from the inlet portion of the set¿s distal smartsite. Examination under magnification observed no application of solvent on the set¿s tubing. No other abnormalities were observed. Functional testing was deemed unnecessary due to separation of the sets tubing. Dimensional analysis was performed and tubing was within specification. The root cause of the separated and leaking tubing was determined to be insufficient/lack of solvent being applied at the engagement between the suspect primary set¿s standardbore tubing and the inlet port of the set¿s distal smartsite due to equipment and/or operator error.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the rn found the IV tubing broken in two pieces with potassium infusing onto the floor. The patient was intubated, sedated, and not moving. Approximately 30ml of medication was lost. As a result, lab work was drawn on the patient; the results were not provided. There was no lasting harm.